Event description:
Zoll customer support contacted (B)(6) male pt to exchange his monitor. The pt's download revealed excessive abnormal shutdown flags. The tp was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdown flags) is still under investigation. As received, the monitor was resetting approx 70 seconds after initial power up. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.